Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the nozzle falls. Therefore, based on the technical report "hr-rpt-0585 (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.